Event description:
At the first use of the clamp, chipping came out of the thread of the mayfield 80 psi torque screw. The screw nearly blocked when unscrewing. The product was in contact with the patient but there was no patient injury. The event did not lead to an increase of surgery time. The hospital cleaned the screw from the chippings and oiled the thread. Now, the threads of the screw and in the clamp are showing damages and the threads do not run smoothly anymore. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 09/22/2015. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: engineering and quality not able to confirm the customer complaint as the incident could not be duplicated. The (B)(6) lb torque screw ((B)(4)) was smooth when under load and no burrs and chips were produced. However, threads on the torque screw were visually inspected and some galling was found. The device history record for the unit(s) listed in this complaint under lot code/work order: (B)(4) on (B)(6) 2015. A total of (B)(6) were produced of this lot. All were inspected (B)(6) per inspection checklist. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. A two year lookback in trackwise for similar complaints "scrap metal/powder comes out/metal burrs and rotation is very stiff/ screws tight / does not rotate smooth" for this product family shows that (B)(4) complaints were received including this case. It was also discovered that all complaints including this case are from the same reporting facility. CAPA was issued to further investigate this reported failure mode and was closed in (B)(6) of 2015. This issue will be closely monitored. Conclusion: engineering and quality were not able to verify the customer complaint. Nonetheless, CAPA was closed in january of 2015 with the purpose to address the issue with the burrs found in the threads of the torque screw. This issue will be monitored for trending.

Manufacturer narrative:
Additional information received on 15sep2015: age and gender of the patient unknown. Type of surgery performed was a craniotomy. The problem occurred during the procedure. The patient was already under anesthesia when the event occurred. The same a1059 skull clamp was continued to be used during the surgery. To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.